Manufacturer narrative:
Updated: b5, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, upon fluoroscopic inspection, a misload was identified due to a frame node overlap extending to the fourth node. Subsequently, a new valve, delivery catheter system (dcs), and compression loading system (cls) were used to complete the procedure. No patient complications were reported as a result of this event. Additional information was received that the infold was first noticed during first deployment. The valve was recaptured once for reloading. The vascular injury was a dissection at the right femoral access above the femur's head. The physician reported that the cause of the dissection was percutaneous closure with a non-medtronic (clothoide) closure system. Per the physician, the dcs, sheath nor guidewire contributed to the injury.

Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received within its original packaging jar and fully submerged in a clear unidentified solution. The serial number tag (B)(6) was returned with the valve. The valve was received slightly compressed at the inflow region. All leaflets were observed in a closed configuration. All leaflets were flexible and intact. All commissures were intact. No visible suture damage was observed. The valve was submerged in a warm saline bath (approximately 37°c), resulting in full expansion of the frame. No damage, such as bends, kinks or fractures, was observed on the frame. The valve was immersed in a cold saline bath and positioned onto the loading system to perform a loading simulation following the instructions for use (IFU). The frame paddles seated properly within their attachment pockets. The capsule was advanced to cover the frame paddles and outflow crown struts, then further advanced until the capsule guide tube covered the commissure pads. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve. Post-loading inspection of the capsule revealed no visual or tactile anomalies. Following loading, the valve was deployed in a warm saline bath (approximately 37°c). The deployment knob was rotated to expose the inflow portion of the valve, with no visual anomalies observed. Deployment continued through the waist region and progressed to the point of no recapture without issue. The valve was then fully deployed. No visual or tactile anomalies were observed during the deployment simulation. Updated: d9, h3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload appeared to be present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported that the system was replaced. However, evidence suggests that the misloaded valve was attempted to be implanted. A pre balloon aortic valvuloplasty was performed twice due to balloon migration. During the valve implantation attempt, an infold was observed. Even though it was not captured on cine, it is possible that the valve was recaptured and redeployed because the frame appears more constrained in the subsequent image. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. If an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Additionally, recap turing an infolded valve will not resolve the infold. The infolded valve was then recaptured and removed. A new valve was loaded and fluoroscopic load inspection confirmed a good load. Another pre balloon aortic valvuloplasty was performed. The new valve was implanted at a depth of approximately 2mm on the non-coronary cusp in the cusp overlap view, and 6mm on the left coronary cusp in the left anterior oblique (lao) view and no infolding. Final angiogram revealed possible mild aortic regurgitation/paravalvular leak. Evidence shows that a peripheral intervention to the right femoral artery was performed at the end of the procedure. A peripheral angioplasty followed by a stent was performed, and final angiogram confirmed successful intervention with brisk flow. There were no signs of a vascular complication or bleeding thus it is not clear why the peripheral intervention was performed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during loading of a transcatheter valve, upon fluoroscopic inspection, a misload was identified due to a frame node overlap extending to the fourth node. Subsequently, a new valve, delivery catheter system, and compression loading system (cls) were used to complete the procedure. No patient complications were reported as a result of this event.